Event description:
It was reported that a large volume intermate was not flowing properly. This was identified during infusion. There was a patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 240ml of solution in the reservoir. Visual examination of the device showed no signs of flow at the distal luer. The cause was determined to be excess solvent at the bonding junction of the tubing and the distal luer post. Awareness training was conducted for all applicable manufacturing operators; subsequent to the manufacture of this device. Should additional relevant information become available, a follow-up medwatch will be submitted.